Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: no abnormalities found on the cross slit valve, duckbill valve or the disc valve. Functional testing was performed and the esheath was flushed without any other devices or guidewire inserted and no leakage was observed. Additionally, a guidewire was inserted through the sheath and the sheath was flushed, no leakage was observed. There was no dimensional testing performed as no visual/functional testing showed no abnormalities with the device. During receiving inspection, cross slit valves are inspected on a sampling plan to ensure that they are free of cosmetic defects when viewed with unaided eye per procedure. The supplier also provides a certificate of conformance with each receiving lot to certify that the units meet specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process per procedure. The complete sheath assembly is 100% visually inspected for defects. The assembled sheath is 100% leak tested. During sheath final inspection, the sheath is 100% visually inspected by both manufacturing and quality. In addition, during product verification (pv) testing, lot samples are tested for hemostasis leakage testing. There was no leakage observed during hemostasis testing for this work order. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and did no reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history review was performed and revealed no other complaints related to this event. The occurrence rate did not exceed the (B)(6) 2020 control limit for this trend category. The IFU, device preparation manual, and training manual were reviewed for instructions involving esheath use. The training manual provides instructions on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, and ensure the sheath tip is inserted beyond the aortic bifurcation. No IFU or training deficiencies were identified. The complaint was unable to be confirmed. Based on visual inspection and functional testing of the returned device, no product defects or manufacturing nonconformance were identified. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. In this case, the cause for the hemostasis valve leakage could not be conclusively determined. However, procedural factors (manipulation of the sheath) may have contributed to the event. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. The occurrence rate did not exceed the (B)(6) 2020 trending control limits. Therefore, no corrective and preventative action nor risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve (tavr) procedure by cutdown on the left femoral artery, the 14 fr esheath was inserted into the patient without resistance and after removing the introducer, blood leakage along the guidewire was noted. The guidewire position was adjusted; however, blood leakage remained. The sheath was removed halfway, and blood leakage stopped. The sheath was exchanged with another 14 fr esheath. There was no visual defect observed on the sheath at the time of exchange. Amount of blood leakage seemed a little bit more than usual, but no treatment including blood transfusion was required. The sheath will be returned for evaluation.